Event description:
Implanted phasix st mesh (hmhp davol) (model# 1202530) (lot# hudt1817), revision for a ventral hernia repair, due to allergic reaction from ventralight st mesh implant on (B)(6)2018 (hmhp bard davol) (lot# hubx1087) (model# 5954810). Pain, then angioedema, my abdomen became very swollen two months after they placed the phasix st mesh. Had multiple emergency room visit. After 2nd emergency room visit, it was concluded I was having also a reaction to the phasix st. Anti-reactions medications were given, had to acquire a plethora of specialist (doctors) to control the immunological response. Ongoing current therapy and treatments. Still having pain, current treatment is high dose of antihistamine. The mesh has not dissolved, it has past the dissolvable phase. FDA safety report ID # (B)(4).